Manufacturer narrative:
Additional information: a calcified and tortuous lesion. It was mentioned that there was difficulty encountered in trying to swivel the stent owing to the calcification and tortuousity. It was later reported that the stent caught on the guideliner on withdrawal and the struts lifted as a result. A still image provided shows deformation to the proximal end of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: numerous kinks were visible on the hypotube and on the distal shaft. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. There was no issues noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred. It was noted that a stent strut was bent back at the proximal end of the stent. It was indicated that stent deformation occurred in vivo. It was also stated that difficulty was experienced inserting the device and then removing. No patient injury was reported.